Event description:
Pt states her freedom pump stopped working - when pt wind up and it is not doing anything - pt already pooled all of her medication into the 50-60 syringe and she is aware she has 8 hours to use or the medication is no longer stable. Pt is not comfortable doing a manual push so medication will be wasted (missed a dose). Gamunex-c indication: common variable immunodeficiency, unspecified and common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.